Event description:
It is reported that surgery was delayed for an unspecified amount of time when the hooked tip of the gauge was fractured and not able to be found.

Manufacturer narrative:
This report will be amended when our investigation is complete.